Manufacturer narrative:
Product analysis: kinks were noted on the hypotube. There was a detachment immediately distal to the strain relief. The material was jagged and uneven at the detachment site. The stent had moved proximally on the balloon and was not positioned on the balloon between the marker bands as per specifications. Crimp impressions were visible on the exposed balloon material. Deformation was evident to the stent wraps with struts raised, bunched and stretched. Slight deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a severely calcified and severely tortuous lesion exhibiting 99% stenosis located in the proximal circumflex (cx) artery. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that the device failed to cross the lesion. The procedure was completed with the use of another medtronic stent. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.